Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) year old female patient, initials (B)(6), with arthritis. The patient's medical history was significant for breast cancer, previous use of synvisc one (hylan g f 20) and cortisone. On (B)(6) 2011, the patient initiated treatment with synvisc one injection, 6 ml, once in both knees. The synvisc one lot number was not provided. On an unspecified date, the patient "had received no relief with the synvisc one". It was reported that the patient used anti-embolic stockings. No action was taken with synvisc one treatment. Concomitant medications were not provided. Additional information was received on (B)(6) 2011 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on 03/05/2012, which upgraded the case to serious. On (B)(6) 2011 the patient initiated treatment with synvisc one. Since receiving the injections, the patient experienced headaches. It was reported that the patient still had pain in her right knee but not so much in her left. On an unspecified date in (B)(6) 2011, a month after synvisc one injection the patient experienced pain in arm and also received cortisone injection in her knees for discomfort, but it still hurt. In addition, the patient also experienced pain all over and was undergoing physical therapy (started on (B)(6) 2012), twice a week with no relief. The outcome for the events of pain in right knee, "pain all over", pain in arm, headaches and discomfort was not yet recovered. The intensity for the events of pain in right knee, "pain all over", pain in arm, headaches and discomfort was not provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.